Event description:
Magnetic error on octoray mapping catheter. Changed catheter and cable, per vendor was a catheter and cable problem and resolved by switching catheter and cable. No harm to patient.